Event description:
According to the reporter, intra-operatively, the stapler partially fired. The firing could not be completed to the distal end. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: gia80mts, stapler gia80mts med thick tristp, (lot # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the sulu staple pushers and interlock were reset. The sulu unloaded and loaded repeatedly without difficulty. The sulu and instrument were applied to test media with acceptable results; the knife cut completely and cleanly and the remaining staple line was properly formed. The firing knob could be advanced and retracted without any hang-ups. It was reported that the device was not firing completely. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to advance the handle completely may result in incomplete staple formation, which may compromise the integrity of the staple line. Replication of the reported condition may occur when the firing cycle was not completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.